Event description:
Lap colon resection: "during mobilization of colon, the scissors shorted out on the shaft and injured the colon." Type of intervention: "surgical repair via energy device/suture". Patient status: "alive and well".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.